Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the IV tubing is leaking at the portion that clamps off/ goes into the pump.

Manufacturer narrative:
The customer reported the tubing broke and returned one used sample of material 2420-0007, lot 25015287. Upon initial visual examination, the set verified the complaint of separation below the pump segment. The tubing was examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the separation to be related to incorrect solvent assembly procedure. An accessory was implemented by the plant on (B)(6) 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.